Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is confirmed. One unpackaged ar-12990 serial/batch number (B)(6) was received for investigation. According to the event description the needle broke inside the ar-12990 serial/batch number (B)(6). Functional testing of the ar-12990 serial/batch number (B)(6) introducing a new ar-12990n encountered resistance on the cannulated shaft. A visual evaluation revealed a piece, possibly a broken needle, on the jaw of the instrument. The most likely cause for the reported failure is a user error.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/17/2024, it was reported by an arthrex subsidiary employee via sems-06689188 that an ar-12990 knee scorpion broke inside a knee scorpion passer. This occurred during a procedure, the fragment was retrieved and the case was completed.